Event description:
Event description cpi received information that this transvenous defibrillation lead had an insulation defect at the is-1 terminal pin. The outer wire (is-1) was broken. Impedence changed from 500 ohms to an open lead.